Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 6.9 cm diameter thoracic aortic aneurysm. It was reported, during recent follow up that a CT scan revealed a type ib endoleak in the valiant 36x36x100 stent graft. The physician performed an intervention and implanted a valiant 40x36x150 stent graft, resolving the event. Per the physician, the cause of the type ib endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.